Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that the pump battery was depleting quickly. It was also reported that the insulin gauge was inaccurate. Lastly, it was reported that the wake button was sticking. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.